Event description:
A surgeon reported during intraocular lens (iol) implant surgery the lens "exploded/flew" into the vitreous through the zonular area. He reported the pt was sent to a retinal specialist who exchanged the iol. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 01/05/2012 and 01/11/2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).